Event description:
It was reported to ventec that the device's breath rate was not as expected. The reporter further advised that the device was delivering a low breath rate. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. No further details about the patient or the event was provided. Upon evaluation of the device, ventec also observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low.

Manufacturer narrative:
Ventec downloaded the device's electronic records for review and was able to confirm the reported issue of low breath rate delivery, observing that the device had logged multiple low breath rate alarms. During testing, however, the reported low breath rate delivery (and/or alarms) could not be duplicated. During the device's evaluation ventec did observe that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were fluctuating, including times when delivery was low. Ventec replaced the internal flow transducer (ift) to resolve the observed peep and vte issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the devices inability to maintain peep and fluctuating (low) vte was the ift. The cause of the low breath rate and alarms could not be conclusively determined. However, with the information available ventec is unable to rule out if the observed issues caused by the ift may have contributed to the reported issue.